Manufacturer narrative:
E1 establishment name - (B)(6) hospital. The device was returned to olympus for evaluation. The device evaluation found the switch failed to rebound occasionally due to faulty power unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the buttons are not sensitive on the device. The event occurred during receipt inspection after device repair. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e1, e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the front panel switches failed to respond due to a power supply unit failure. Olympus will continue to monitor field performance for this device.